Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated. Two different programmers were used to interrogate the device and were unsuccessful. On (B)(6) 2018, the device was explanted and replaced. No further information was available.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed by analysis and was due to low battery voltage. Final analysis found premature battery depletion. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016 during analysis, a failure event was observed that was unrelated to the reported event. Final analysis found the amplitude of the high voltage (hv) shock output was smaller than expected. The root cause of the hv output anomaly is consistent with a hybrid circuit anomaly.